Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported that they treated with manual injection. Customer reported that they received hardware low level failure alarm during self test. Customer was able to rewind the insulin pump and able to clear the alarm. Customer did not alleged that the insulin pump was under delivering. It was unknown if the customer was using auto mode at the time of incidence. Customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.